Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument broke where the metal piece near the tip meets the tip. The customer removed the whole cannula and instrument from the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the main tube broken causing the proximal clevis to be dislodged. A piece measuring proximately 0.236¿ x 0.278¿ was not returned with the instrument. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.046¿ - 0.337¿ in length and were not aligned with the tube axis.